Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Clinical trial. It was reported that 162 days following a coronary artery drug eluting stenting treatment procedure a myocardial infarction (mi) occurred. One week prior to the index procedure, the patient was seen due to chest pressure and shortness of breath. An adenosine dual-isotope study showed moderate size inferior ischemia with normal ejection fraction at 59.4%. An ECG showed minor st-t wave changes and angiography was recommended. The index procedure identified one target lesion of the mid lad (left anterior descending extending through the lima (left internal mammary artery) as a de novo, 90% stenosed, moderately calcified, severly tortuous, 2.5x15mm lesion. Treatment consisted of predilation and placement of a 2.5x16mm taxus express2 drug eluting stent resulting in 0% residual stenosis. The patient was discharged the next day on asa and plavix. In 2004, a treadmill dual-isotope cardiac perfusion scan showed a very small mixed lesion involving the inferior wall with normal ejection fraction. It was felt that the results were favorable for continued medical management. The patient presented to the emergency room 162 days following the index procedure with chest pain that radiated to his neck with associated diaphoresis and nausea which had started earlier that morning. He had improvement in symptoms with nitroglycerin. In the emergency room he continued to have intermittent episodes of chest pain without associated symptoms. He had no relief with morphine and nitroglycerin drip. The patient had also had episodes of dizziness that occurred while walking. Per admission summary, the patient was currently taking his medications including clopidogrel. The patient's cardiac enzymes met guideline criteria for an mi. The patient was treated with angioplasty and placement of a 3.0x16mm taxus express2 drug eluting stent in the mid cx (circumflex), a non-target vessel, and angioplasty to the om1, also a non-target vessel. The patient was discharged three days later on asa and clopidogrel. The investigator assessed this event as an unknown relationship to the device. The clinical events committee adjudicated this event in 2007, as a non-q wave mi and not related to the device. This event was discovered by the site monitor in 2007.